Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high and low blood glucose readings. Customer stated that her blood glucose readings dropped at night to 40 mg/dl and 50 mg/dl. Customer's blood glucose readings in the morning were 400 mg/dl. Customer took the insulin pump off and has been using flex pens. Customer reported frustration with the constant alarms. Customer mentioned that she is happy with the insulin pump and does not believe the high and low blood glucose readings have anything to do with the insulin pump. No further information reported.